Event description:
Event description cpi received information that this implantable pulse generator (ipg) would cease pacing when telemetry was established with the ipg. It was explanted and returned to cpi for analysis.